Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-d) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed show high power before that date. The power decreased and has been normal since then. The battery voltage is tracking normally. It was determined that this was a false positive fc1003. Monitoring of the patient was advised. This device remains in service. No adverse patient effects were reported.